Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the cannula becomes dislodged from the manubrium upon retraction of the device after insertion. Also, the adhesive on the stabilizer does not always adhere to the patient skin upon removal of the cannula.